Event description:
It was reported to philips healthcare that the device had issue with leads ECG acquisition and ECG gain, and the ECG waveform had significant st elevation. There was no negative pt impact.

Manufacturer narrative:
(B)(4).